Event description:
Patient was taken to surgery due to a longstanding history of progressive worsening of bilateral lower extremity radiculopathy (low back pain). Patient failed her conservative treatment for degenerative disc disease and opted for surgical treatment. During the procedure the #3 long kerrison ejector tip broke off in the patient's bone. Surgeon was immediately able to retrieve the tip with no injury to the patient. Surgeon removed the instrument from the field and continued with the procedure. Patient tolerated the rest of the procedure well and was sent to the pacu for recovery. The instrument was sequestered following the surgery.====================== manufacturer response for rongeur panther kerrison ejector, boss======================manufacturer representative contacted our facility and will be coming onsite to evaluate the device.